Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes >2000 ohms impedance, high capture thresholds of 5.0 v, 1.5 ms, and lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received